Event description:
It was reported that there were automatic mode switch (ams) episodes from far r over-sensing and an under-sensing on the patient's pacemaker. Programming changes were discussed but not made. No intervention was reported. The patient had no adverse consequences.